Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the maintenance unit inlet was broken. The feed broke. There were no reports of patient harm.

Manufacturer narrative:
Corrected data: e2, e3, g2, h6 (health effect - impact code: removing ¿no health consequences or impact¿ and adding ¿no patient involvement¿). This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as the reported malfunction was unable to be reproduced. Olympus will continue to monitor field performance for this device.

Event description:
It is further reported that the issue was found during leak testing and there were no reports of patient involvement.